Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: the gel tube labels are releasing from the tube, even if they are inside the intact package.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos and a video were provided by the customer facility for investigation. The photos and video were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: the gel tube labels are releasing from the tube, even if they are inside the intact package.